Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited image was lost and white screen. The issue occurred during a colonoscopy procedure, which was completed using the same device. No patient harm was reported.